Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. Customer service was unable to provide the customer with a replacement pump since she had indicated that it had been given to her by her aunt; however, the pump described by the customer is a non-retail version usually supplied by insurance. The customer refused to return her pump to medela llc. In follow up with a complaint handler, the customer alleged that she developed mastitis, for which she was prescribed an antibiotic. She indicated she had been using both a pump in style and freestyle breast pump and had last used the freestyle pump on (B)(6) 2019. She indicated nothing had seemed wrong with the suction, but immediately after using it she noticed her right breast felt heavy, although she had pumped her normal amount of milk. A couple of hours later, she noticed a clog on her right breast and exclusively used the pump in style pump after that. Additionally, she indicated that she passed the clog, but it returned and on (B)(6) 2019, she started experiencing low suction with the pump in style. She was unable to improve the suction, even after changing the parts, and the clog kept returning. By (B)(6) 2019, she had a fever and her breast was extremely tender, so she immediately went to the doctor and he confirmed mastitis. The customer was contacted subsequently by a complaint handler on multiple occasions, including in writing, to confirm if the mastitis had been resolved, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 03/07/2019, the customer alleged to medela llc that her pump in style breast pump had low suction, was not draining her breasts, and she developed clogged ducts. The customer additionally indicated that she also had a freestyle breast pump, which she didn't believe anything was wrong with, she just did not like it and wished to exchange it for a pump in style.